Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulty releasing the leadless pacemaker from the delivery catheter. Once released, it was noted that the leadless pacemaker had dislodged. The dislodgement was confirmed via diagnostic imaging. The device was retrieved, and a new leadless pacemaker was implanted. The patient condition was stable.